Event description:
Information received from the field notes that the patient had the device implanted while awaiting a heart transplant. Although the device was no longer needed post transplant, it went to back-up mode and the unipolar pacing caused pocket stimulation. The device was scheduled for explant.